Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2023.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to difficulty charging. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.